Manufacturer narrative:
(B)(6).

Event description:
This report has been investigated by the philips complaint handling team and is based on information provided by philips authorized service personnel (asp). Philips received a complaint about the philips efficia dfm100 defibrillator, indicating that the therapy port connector was broken. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.